Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board 2. Unable to verify pump error 53 alarm or battery power loss alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer¿s insulin pump stopped working after getting open book image and software error. Customer¿s blood glucose was 200mg/dl. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.